Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dissection of the coronary sinus occurred during the initial implant of an ICD system. The physician did not believe that there were any issues with the product performance. The inner and outer guidewires were being used together to access the coronary sinus for lv lead placement when the dissection was observed. The procedure was terminated and will be rescheduled. The patient was stable and in good condition throughout the procedure.